Event description:
As reported from the medical affairs, the patient had a cypher stent placed in an unspecified vessel for an unspecified reason. Approximately 5 years later, the patient had two unspecified stents placed in unknown vessels for unspecified reasons. No further information was given.

Manufacturer narrative:
Please note that exact event date and stent implantation date are unknown; however, it was reported that the stent was placed in 2007 and the event occured in 2012. As reported from the medical affairs, the patient had a cypher stent placed in an unspecified vessel for an unspecified reason. Approximately 5 years later, the patient had two unspecified stents placed in unknown vessels for unspecified reasons. No further information was given. The study stent remain implanted thus unavailable for analysis. There is no lot number information available thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Due to lack of information, no conclusion can be determined.